Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6943 implantable tachy lead 2003 (B)(6); 7274 implantable cardioverter defibrillator (ICD) 2003 (B)(6). (B)(4).

Event description:
It was reported that during the extraction of the right ventricular and atrial leads, the patient developed hypotension. An echocardiogram revealed a pericardial effusion. It was not possible to aspirate all of the fluid from the pericardial space with pericardiocentesis and a pericardial window was created. There was coronary sinus dissection and vascular collapse on the left side. The leads were removed and new leads were implanted. The physician classified the event as related to the procedure. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.